Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the setting not being on and not being set at the correct voltage was that the patient must have somehow turned it off. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wanted to have the ins checked because it had not been checked in a while. The patient said his back pain was getting worse and found out that one of his settings was not turned on. The patient turned on the setting and within 2 hours he was up and moving. The patient said the pain went from 100% to 50%. The patient stopped using his walker and cane. The patient said he had setting a and b and a rep programmed a setting c. The patient said he raised a and b to 5.0, but when he was trying to increase setting c he saw a screen with a circle on it. The patient got the programmer out and was seeing the sync screen. During the call, the patient said setting b was at 5.3v and setting a was at 4.7v. The patient thought setting a was raised to 5.0. The patient then saw 4.8. No further complications were reported.